Manufacturer narrative:
Evaluation summary: no lot number was identified with this complaint; therefore, lot history and complaint history reviews could not be conducted. Based on the preliminary investigation findings, there has been no change in criticality for this complaint. Additional information has been requested. (B)(4).

Event description:
A doctor reported a considerable hyphaema one day post op (no bleeding noted intraoperatively). This patient was outside indication, but then the surgeon added that he did have some issues implanting the stent and may have had something to do with how he was holding the applier and ejecting the guidewire. He is currently monitoring this patient. The device remains implanted.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Additional information provided. A sample was not returned and no lot information is available, therefore, the root cause for the customer complaint issue cannot be determined. There is no report of a device malfunction. A possible root cause is that postoperative hyphema is an established risk associated with use of the system that is clearly specified in the product instructions for use (IFU). The manufacturer internal reference number is: (B)(4).